Event description:
It was reported by service report that the head end lift actuator was stuck in a raised position and the nurse call was not functioning. There was patient involvement; however, no adverse consequences were reported.